Manufacturer narrative:
Continuation of d10: product ID 97755. Product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that within about 18 months into the stimulator, the cord quit working properly. Pt met with their rep and they determined that the cord was the issue. Pt noted they were sent a refurbished cord that only lasted a few months and it was taking over an hour to charge and also got really hot while charging. Pt met with their rep again, received a new recharger and controller and they currently do not have any issues.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Patient commented their other recharger would heat up like a f irecracker. Patient had met with a manufacturer representative (rep) a few weeks ago and gave the patient a new recharger. Patient stated they mailed the refurbished recharger back.